Manufacturer narrative:
The customer¿s report of magnesium infusing too quickly was not confirmed. Physical inspection noted the device to be in fair condition with no signs of fluid ingress or damage noted. Analysis of the pcu event log shows that on (B)(6) 2017, the user programmed channel a (pump module s/n: (B)(4)) for an infusion of magnesium sulfate 2gram/50ml through guardrails. The infusion started at 6:29 am at a pre-calculated rate of 25ml/hr and a vtbi of 50ml, which equates to a 2-hour duration, as the customer reported. At 7:23 am, patient-side occlusion alarms occurred on both channel a and channel b (an intended 4 hour potassium infusion which was mis-programmed to infuse over 1 hour). It is believed that the user noticed that the potassium bag was nearly empty and clamped off the administration sets for both pump modules. Following this, the user restarted both infusions. At 7:46 am the user channeled off the module and powered down the system. Functional testing was performed and the device was out of specification, slightly underinfusing. No leaks were detected with the primary set. The root cause of the report of magnesium infusing faster than expected was not determined.

Manufacturer narrative:
Concomitant product(s): a 250ml b.braun bag 0264-7800-20, lot number j7c082 exp 03/19. Potassium acetate and nacl; 50ml bag of magnesium sulfate, therapy date (B)(6)2017. The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported simultaneous infusions of magnesium and potassium infused faster than expected while on a pump module. The magnesium was intended to infuse at 2 gm/50cc over 2 hours. The potassium was intended to infuse 40meq/250cc over 4 hours. Both infusions lasted less than one hour. There was no patient harm.